Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the touchscreen was unresponsive. At the time of the report with tandem technical support the touchscreen functioned as intended. In addition, the customer experienced a ¿low¿ blood glucose (bg) level; cause was unknown. A specific bg value was not provided. Customer required assistance addressing bg level with food. Recommendation was made to discuss diabetes management with a health care professional.